Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was not confirmed. The device evaluation found the device failed the watertightness test, water immersion was found inside the connector due to cracks, damaged pin and the cable was kinked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the repair department disassembled/inspected the device and could not reproduce the no image phenomenon. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus marketing personnel reported on behalf of the customer that the hd 3cmos camera head had a no image problem. The issue was found during preparation for use in a therapeutic procedure. The intended procedure was completed with another similar device. There were no reported procedural delays. There were no reports of patient or user harm associated with this event.